Event description:
This is an membrane lung used for supporting extracorporeal membrane oxygenation (ECMO) for patients 13 kg and larger. We had this primed and ready for use. Our team observed a leak from the gas exit port at the bottom of the membrane lung. It was replaced and saved. The vendor picked-up the device and will replace the unit. No patient was involved and the unit was not needed for use.